Event description:
It was reported that 1 syringe 0.3ml 31ga 8mm had foreign matter on the device cannula or in the fluid path. The following information was provided by the initial reporter : it was reported by the health professional receiving multiple needles with an expressible fluid-filled bubble with a gel-like consistency.

Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. One photo of a 0.3ml insulin syringe was provided. The consumer reported multiple needles with an expressable, fluid-filled bubble with a gel-like consistency. The photo was examined and it was observed that the plunger rod assembly was fully depressed, and a small, clear droplet was observed near the cannula tip. A review of the device history record was completed for batch# 0322848. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Root cause: l2l dispatch was opened for dry barrels (insufficient silicone). The silicone nozzle guns were adjusted to allow more silicone into the barrel.

Manufacturer narrative:
(B)(6). Initial reporter zip code : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 syringe 0.3ml 31ga 8mm had foreign matter on the device cannula or in the fluid path. The following information was provided by the initial reporter : it was reported by the health professional receiving multiple needles with an expressible fluid-filled bubble with a gel-like consistency.